Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty back pressure sensor (gold). The drive support was inspected and no anomaly noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.